Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Customer stated that he was feeling weak and at night drank popsicle and water. Customer then experienced high blood glucose level of 600 mg/dl which was treated with bolus. Customer waited and again checked blood glucose level but it was still high, then treated with insulin bolus. The other blood glucose level reported was 494 mg/dl. Customer¿s current blood glucose was 485 mg/dl. Customer declined to troubleshoot for high blood glucose. Customer was not using auto mode feature at the time of high blood glucose event. The insulin pump will not be returned for analysis.